Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. Evaluation of attached photos was provided by a company representative: one photo is attached to this file. The photo shows the eye directly illuminated by a medium sized slit-lamp beam using low magnification. The focus of the photo is in front of the iol plane and therefore the artifact in this photo is out of focus. In the central region of the iol there is a small sized, amorphous, membranous area of cloudiness that appears to be behind the iol. There also appears to be some posterior capsular opacification present but not connected with the central area of cloudiness. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately 3 months following bilateral intraocular lens (iol) implantation procedures, film developed on this patient's iols. The patient's bcva is 20/50 and 20/40, down from 20/20 and j1 following surgery. The physician tried to yag the membranes off with no luck. They appear to be on the back side of the iols and the left has condensed over time. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.